Event description:
The customer reported that when attaching the power cord to the outlet, there was a sound and a spark. The power cord blackened. The device short circuited. There was no reported patient involvement or injury. This report was filed in our complaint handling system as complaint # c-(B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. No further information is available on the device at this time. Hillrom has received the csm unit and power supply and has begun with the preliminary investigation and is sending the device to the manufacturing site for a thorough analysis. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported that when attaching the power cord to the outlet, there was a sound and a spark. The power cord blackened. The device short circuited. There was no reported patient involvement or injury. The complete device with power supply and power cord and power management stand were received at hillrom service centre where they underwent a functional test and a calibration/verification. It was confirmed that the device meets the manufacturer's specifications. The power cable was found to be damaged and was sent to the to the hillrom manufacturer for further root cause analysis and in depth inspection. Hillrom has completed investigation of the damaged csm power cord, and is supplying the customer with a replacement power cord.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The 7000-ps is the connex spot monitor 35 watt power supply and the pwcd-2 is the power cord. The complete device with power supply and power cord and and power management stand were received at hillrom service centre where they underwent a functional test and a calibration/verification. It was confirmed that the device meets the manufacturer's specifications. Preliminary inspections showed that the power cable appeared burned and does not make proper connection due to defective power cable. The power cable was found to be damaged and was sent to the to the hillrom manufacturer for further root cause analysis and in depth inspection. Further investigations of the power cord shows no electrical issues with the cord. None of the conductors are shorted or open. It has been concluded that the root cause is slight wear and pitting on one of the pins of the power cord and slight signs of discoloration from arcing between the power cord pin and the ac socket, when plugged into or unplugged from the wall socket. Other than the pitting on the pin and the slight discoloration there is no other damage to the cord evident visually or electrically. The plating appears to be worn off this pin end, possibly from frequent use in the ac wall socket. The plating worn off this pin could be allowing an oxidation layer to form, which may be associated to the slight arcing and discoloration. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, warning patient injury risk. Damaged cords, cables, and accessories can affect patient and operator safety. Never lift the monitor by the power supply cord or patient connections. Routinely inspect the ac power cord, blood pressure cuff, spo2 cable, and other accessories for strain relief wear, fraying, or other damage. Replace as necessary. The IFU also states as part of a caution to replace the power cord if the strain relief, cord insulation, or metal prongs are damaged or begin to separate from the attachment plug. Additionally, if a device were to get hot to touch, spark, have burn marks, melted or burned components a trained clinician would not use the device and remove it from the patient's environment. There was no reported patient involvement or injury in this complaint, however, as this event could potentially lead to a serious injury or death if it were to recur, hillrom considers this complaint reportable. Hillrom is supplying the customer with a replacement power cord. Based on this information, no further action is required.